Manufacturer narrative:
(B)(4). Returned product consisted of a quantum maverick balloon catheter. The balloon was loosely folded with blood in the inflation lumen and the balloon. The outer shaft, inner shaft, balloon and tip were microscopically examined. The balloon has a pinhole 10mm from the proximal markerband. Inspection of the remainder of the device presented no other damage or irregularities. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 06-oct-2017. It was reported that crossing difficulties were encountered. The diffused target lesion was located in the left circumflex artery with acute bend. A 3.0mm x 12mm quantum¿ maverick¿ balloon catheter was advanced but failed to cross the lesion. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed balloon pinhole.